Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. A supplemental will be submitted with evaluation results.

Event description:
It was reported that the PICC broke approximately 5 cm. Pericateter fluid was detected, during use. The line was removed and replaced with a new one. They left the PICC in a jar until they finish with the patient, when they go to wash it, they find the PICC broken in three places. No other information provided, at this time.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a break was confirmed. The product returned for evaluation was one 4 fr single lumen powerpicc catheter. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue may occur due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated, and a split was observed between the 4 cm and 5 cm depth markings. The catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: ¿ damage which was circumferentially aligned. ¿ fracture edges which were rounded and polished due to repeated material wear. ¿ 'c' shaped impressions leading into the fracture site which are consistent with material buckling due to movement which caused the fracture edges to be pressed together ¿ overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing). The catheter was returned in two segments and the distal end of the proximal catheter segment (just distal to the 19 cm depth marker) was observed to be jagged and uneven with a mostly granular fracture surface. The break site was also observed to be compressed and a relatively long longitudinal split was observed adjacent to the break. The catheter surface was observed to be relatively dull leading up to the break site and evidence of kinking was observed on the catheter tubing. These features suggest some material fatigue at this location as well as other contributing factors such as tensile and compressive forces and/or instrument damage. Both ends of the distal segment of the returned catheter were observed to have flat fracture surfaces with distinct edges, indicating this catheter segment was likely cut. Additionally. This distal segment of catheter tubing was observed to be cut near the 27 cm depth marker and the 43 cm depth marker, which does not match any of the catheter segments shown in the returned photograph of the sample, suggesting this catheter segment is not from the original catheter. Repetitive kinking of the indwelling catheter appears to have contributed to the observed split; however, the specific circumstances surrounding how kinking developed into a fracture within the catheter tubing were ultimately unknown. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.